Event description:
On (B)(6) 2009, pt reported the characters on the display of her infusion device are incomplete. She stated it has been like this for 4 or 5 months. Pt reported the battery has been changed since the display started to show incompletely. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.